Event description:
Metal inserter broke in the patient and was not detected until follow up. Additional surgery may be required to remove inserter. Per sales rep. Original surgery was the (B)(6). Dr (B)(6) is waiting for a recommendation from us on what to do on (B)(6) 2012, (B)(6) contacted sale rep, (B)(4) for clarification of incident. Female patient in her (B)(6); extremely hard bone; surgeon used the recommended preparation per the technique guide; used the 2404 fluted reamer; surgeon did not notice that the metal tip was missing off the inserter while in the scope and he was not using fluoro at the time; patient came in for post-op follow-up one week after date of surgery; routine x-ray was taken and at this time it was noted that a piece of the metal tip was still in the patient's bone. Surgeon is asking if it is a problem with the device; due to the fact that he followed the technique guide. However, the device in question has been discarded. The anchor remains in the patient and case was completed.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).